Event description:
During testing, the platform displayed user advisory 12 (lifeband not present). Customer also reported that the head restraint was broken and that the irda port was not functioning. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received adn when it is evaluated. No adverse event reported.